Manufacturer narrative:
Although requested, the product has not been received. A follow up report will be submitted with investigation results should the product be received for evaluation.

Event description:
The customer reported that lipids leaked onto the floor from the connection of the tubing and the "blue clave". There was no report of patient harm.